Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s screen bezel separated and the device split in half while the user was sleeping, though the system continued operating and the user temporarily tapped the housing back together; the device was synced, the user employs dexcom g7, and backup therapy was available, with the problem associated with the display and characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with component failure affecting the display assembly and bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.